Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 33 mm xience prime stent delivery system (sds) was advanced. Some resistance was noted with the lesion. The stent was implanted; however, a proximal edge dissection occurred. A new xience v stent was used to treat the dissection. Patient is doing good. No additional information was provided.